Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit unexpectedly shutdown after the customer smelled something burning. No patient harm, serious injury or adverse event was reported

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found a burnt cart bulk power supply board. There was also a melted ac power cord connector on the board and the unit was stuck in the cart and unable to lock. To fix the issue, the fse realigned the pin of the locking mechanism, along with replacing the reel, ac power cord, domestic, tdk lambd, paper recorder, box 10 rolls, pcb,power supply monitor,rohs, screw kit, cardiosave cart psu/he reg. And the cart bulk power supply spec.the fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found a burnt cart bulk power supply board. There was also a melted ac power cord connector on the board and the unit was stuck in the cart and unable to lock. To fix the issue, the fse realigned the pin of the locking mechanism, along with replacing the reel, ac power cord, domestic, tdk lambd (0012-00-1688-21), paper recorder, box 10 rolls (0683-00-0422-02), pcb,power supply monitor,rohs (0670-00-1166), screw kit, cardiosave cart psu/he reg. (0040-00-0458-11) and the cart bulk power supply spec (0014-00-0258).the fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a